Event description:
Ous MDR - it was reported that the ICD was explanted approx. 61 months after the implantation due to eri. No event date provided.

Manufacturer narrative:
The correct analysis results are now attached. The ICD first underwent a status interrogation, and the device memory was analyzed. The device status was eri, 21 charge processes had been documented. The charge drawn from the battery was checked. The check indicated a battery discharge that did not meet expectations. The current uptake of the device was then checked, which proved to be unremarkable. An additionally performed long-term test of the current uptake also showed no anomalies. The icds capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device detected the fibrillation signal as expected. The detection was followed by a charge process, which was aborted, indicating an already strongly discharged battery. The ICD was then opened. The visual inspection of the internal structure showed no irregularities. The battery voltage was measured. A discharge battery was detected. The electronic module was then connected to an external voltage source and underwent an electrical function check. The icds capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device reacted according to specifications with a defibrillation shock. The specified energy level was reached. Especially the analysis of the current uptake of the electronic module proved to be unremarkable. The battery was returned to the manufacturer for an extensive analysis. First, the production documents of the battery were reviewed, which showed no anomalies. Subsequently, the voltage and the heat tone of the battery were examined. The battery was discharged during the measurement of the battery voltage. A performed microcalorimetric measurement showed an increased heat tone of the battery. The battery was then opened, and the internal structure was inspected visually. During the visual inspection, an internal short-circuit was detected. This internal short-circuit enabled an increased battery-internal self-discharge. In summary, premature battery depletion was confirmed during the analysis of the ICD. The clinical observation was the result of an increased self-discharge of the battery. The electronic module proved to be without defects during the analysis.